Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. Ga was used as a place holder based on the user area code. Device manufacture date: unknown (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. A review of risk management document (B)(4) revision 19, indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for incorrect/missing label information. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use with a bd pen ndl 32g 4mm the label information was missing. The following information was provided by the initial reporter: (2 of 2 complaints) missing label content.